Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks at battery compartment, reservoir compartment, and screen display. Customer's blood glucose was 145 mg/dl. Customer also experienced unexplained high blood glucose of over 500 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime / a33 and no delivery tests. Unit had broken battery tube threads, cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).